Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 429 mg/dl. No significant events leading to the alarm were observed. Customer stated that the no delivery alarm was resolved by an infusion set change. Customer treated his high blood glucose with the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not being returned or replaced.